Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. It could not be determined if the device caused the reported bleeding/bruised infusion site. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia.

Manufacturer narrative:
The device was not returned for evaluation. We were unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. The patient stated fiasp insulin was used with the omnipod system which is considered off-label use. The marketed and released device is only intended to be used with specific u-100 insulin from the below referenced brands. This user warning is in the applicable labeling as referenced below: mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 introduction / page 10 warning: the omnipod system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novorapid, humalog®, or apidra®. Novorapid is compatible with the omnipod system for use up to 72 hours (3 days). Before using a different insulin with the omnipod system, check the insulin drug label to make sure it can be used with a pump. Refer to the insulin labeling and follow your healthcare provider¿s directions for how often to replace the pod.

Event description:
It was reported that patient's blood glucose (bg) levels reached 28.9 mmol/l (521 mg/dl) while wearing the pod between 24 and 36 hours on the hip/buttocks. After removing the pod, it was noted that the cannula appeared bent and there was blood on the adhesive pad. As treatment for her elevated bg levels, the patient used an insulin injection pen and applied a new pod.